Manufacturer narrative:
Zoll medical corporation evaluated the device and the customer's report was not replicated or confirmed. The device was put through extensive testing including power cycling, bench handling, and functional stress testing without duplicating the report. The device's lcd assembly was replaced as a precaution. The device was recertified and returned to the customer. No trend is associated with reports of this type.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device's display is not readable. Complainant indicated that there was no patient involvement in the reported malfunction.